Event description:
It was reported that the programmer had "noise in the screen" and that it did not load the proper screen. It was further noted that the programmer did power up but was unable to work. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radio frequency programmer head; product ID: 229047 software analyzer; (B)(4).